Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 1, drain volume 2602ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab evaluated the device. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- false empty detect at initial drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: home patient switched to hemodialysis in october and is no longer using the homechoice device for peritonal dialysis therapy.